Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - reuse of single-use product was confirmed because the patient reported during trouble shooting of an alarm, they switched the heater bag only and reused the rest of the disposable bags. The cause was undetermined. The label review found the labeling adequate for the use error in this complaint.

Event description:
The customer contacted baxter's service center regarding a check heater line alarm, which occurred on the homechoice (hc) during use during fill 1. The home patient (hp) stated they had tried resolving check heater line alarm themselves by only replacing the heater bag and reused the old cassette and bags. The tsr had the hp end therapy and advised to reset up again with all new supplies and not to reuse supplies in the future so they do not to contract any infection or unwanted air. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.